Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-12665). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that patient presented in clinic for routine follow up. Longevity estimation shows that the battery is depleting faster than expected. Patient later received a notification that the device reached eri. Device was explanted and replaced. Patient was stable after the procedure.